Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that, post maze procedure, the right atrial (ra) lead was not capturing, had low impedance, and was not sensing anything but noise. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.